Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The most recent battery voltage was 2.66v on (B)(6) 2016. The elective replacement indicator (eri) had not been triggered. Concomitant medical products: 5076 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope. The right ventricular (rv) lead was exhibiting high thresholds and loss of capture. In addition, the implantable pulse generator (ipg) exhibited unexpected longevity. The lead was taken out of service and replaced and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: explant date initially reported as (B)(6) 2016; however, the date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope. The right ventricular (rv) lead was exhibiting high thresholds and loss of capture. In addition, the implantable pulse generator (ipg) exhibited unexpected longevity. The ipg and rv lead were inactivated and new product was implanted on the patient¿s opposite side. No further patient complications have been reported as a result of this event. Additional information was later received indicating the ipg and rv lead were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.